Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review results: post-op x-ray for c5-6 fusion. The superior screws are very low in the c5 vertebral body and at a flat trajectory. Unknown what type of interbody graft is present. There is a paucity of bone. The plate appears fractured below the c5 screw on ap view. Outcomes to adverse event: other: pain, cracking, popping, left upper extremity weakness. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a patient call that on (B)(6) 2019 during post-op clinic visit x-ray revealed that the implanted screw was loosened and had not been fused. The patient is suffering from pain, cracking, popping, left upper extremity weakness as a result of this event. Patient underwent physical therapy as well. On (B)(6) 2020 he was scheduled to have CT scans and MRI but no new information has been received yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per patient, on (B)(6) 2020 the patient visited the doctor and his pa, they informed that the hardware from the images taken in july revealed that it was broken. The CT showed that some spot wielding occurred and an incomplete fusion. His only options are to wait for six months to see if more bone growth occurs, or a posterior neck fusion. He is going to wait for six months, post that the hardware removed. He does not want to take the risk of what bone growth or break in surgery. After that he would be a posterior fusion at that point.